Manufacturer narrative:
This report is for an unknown pedicle screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that following their initial procedure, the patient underwent revision surgery on (B)(6) 2016, due to upper bilateral laminar hooks dislodging. Additionally, it was reported that there was increased lucency surrounding the l3 and l4 pedicle screws. The patient's spine was fused from t2 to t4 and allograft was placed. The surgeon replaced the proximal hooks with pedicle screws to better hold the rod. There were no patient intraoperative complications. During the patient¿s first expansion, it was noted that there was likely pullout of the anchor. A second revision procedure was performed on (B)(6) 2018, where the surgeon performed l3-l4 pedicle screw fixation. There were no intraoperative complications. After the patient¿s second expansion appointment, it was noted that the most inferior l4 pedicle screw attached to the rod demonstrated increased peri hardware lucency and appeared to be slightly backed out. Degenerative changes in the facets without osseous fusion of l3-l4 and osseous fusion of the bilateral l2-l3 facets. The patient was noted to have poor lung function. The proximal screws in the rod had little to no purchase and the patient's spine had autofused from t4 all the way up to the c7 level. The patient's proximal screws were approximately 50% pulled out and had pedicle purchase. The patient underwent a revision surgery to replace the rods. There were no intraoperative complications. The rod was identified as a non-synthes device. This report is for an unknown pedicle screw. This is report 1 of 1 for (B)(4) and captures the second revision surgery. The first revision surgery is captured under (B)(4).